Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side "capsular contracture (baker grade unknown)¿. Patient representative additionally reported the following events, which are not device-related: "fatigue¿, ¿sleep disorder¿, ¿weak immune system¿, ¿imbalance¿, ¿food intolerance¿, ¿backache¿, ¿chest pain¿, ¿extreme hair loss¿, ¿massive headaches¿, ¿difficulty concentrating¿, ¿forgetfulness¿, and ¿exhaustion¿. The device remains implanted.

Event description:
The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.